Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patients name was not showing at the station. It was an outpatient clinic. The user had been using the dummy patient to pull medications for all actual patients. Unfortunately, the dummy patient was not appearing at the station. The user rebooted the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients name was not shown at the station. A technical support specialist (tss) logged into the server remotely via remote support service (rss), but the server was running extremely slow and would not fully load the server webpage and then logged into the device remotely through rss. The data synchronization logs showed errors indicating the patient was dispatched. The customer acknowledged this and updated the reverse discharge configurations to readmit the patient. The customer confirmed that the case could be closed. The system functioned as intended after the technical support specialist troubleshot the device.